Manufacturer narrative:
Additional information:d8, e2, e4, g2(report source), a review of the complaint history record was performed for the sn 13919629 which did not confirm similar complaints with the same or related failure mode for this customer. A review of the device history record showed the device had a manufacture date of 08/22/2013. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn 13919629 was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
The customer reported that the device received error 133.6090. The customer replaced main speaker but the error still exist. There was no patient involvement.

Manufacturer narrative:
The customer's reported issue was confirmed. Based on the troubleshooting results, technical support determined the proximate cause of the customer¿s reported issue - faulty logic board. A review of the device history record showed the device had a manufacture date of 08/22/2013. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
The customer reported that the device received error 133.6090. The customer replaced main speaker but the error still exist. There was no patient involvement.

Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that the device received error 133.6090. The customer replaced main speaker but the error still exist. There was no patient involvement.